Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and showed several errors in the device alarm history. The reporter stated that the customer's blood glucose reading was normal and that no medical treatment was necessary. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. No alarm was noted for an unexpected restart and the insulin pump passed the restart error test. The insulin pump had minor scratches on the display window.